Manufacturer narrative:
Patient information unavailable. Device lot number unavailable. Device not returned to manufacturer for analysis. No findings available. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that surgeon had difficulties verifying the straight suction. The surgeon was uncertain which case the difficulty occurred.